Event description:
It was reported by the patient that she has been experiencing abdominal pain and chronic diarrhea after the mesh was implanted. The doctor wants to follow up with the patient and discuss medical options.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our current knowledge.